Manufacturer narrative:
Date of event, date received by manufacturer. Additional information: concomitant med prod/dates, imdrf annex a and g codes.

Event description:
It was reported an issue with the device stopping and restarting allegedly by itself. There was patient involvement but unknown impact.

Manufacturer narrative:
A follow-up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with the device stopping and restarting allegedly by itself. There was patient involvement, but unknown impact.